Event description:
It was reported that during a da vinci si gastric bypass procedure, the site experienced an unknown error. With the assistance of an isi technical support engineer the site restarted the system multiple times, however, upon start up system error code 31030 appeared. The surgeon decided to convert to traditional open surgical techniques to finish the planned procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that system error code 31030 experienced by the customer was associated with the surgeon side console touchpad. The surgeon side console touchpad is located in the middle of the surgeon console armrest and provides the means for selecting various system functions such as system status including instrument arms, camera arm, and energy controls. The system was repaired by replacing the affected touchpad. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. Upon determining this condition, the system records the fault and transitions to a safe state. The touchpad was returned for failure analysis evaluation. Engineering was able to replicate the reported failure and found a defective fuse holder. The fuse holder was replaced to address the system error code experienced by the customer. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.